Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgement and loss of capture. A complete lead was returned for analysis with its helix extended and bent. The helix mechanism test was unable to be performed due to the damaged helix. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages found consistent with procedural damage.